Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Additional information was provided during on-site visit. It was reported the entire device had shut off. No alarms or alerts were noted.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device completely shutting off was confirmed through battery log analysis, which recorded a battery discharged (lb3) alarm. This alarm immediately stopped the infusion without prior warnings such as lb1 low battery (less than 30 minutes remaining) and/or lb2 very low battery (less than 5 minutes remaining). This behavior is attributed to a battery with diminished capacity exhibiting an earlier-than-expected voltage drop. When this occurs, the voltage drop triggers the lb3 alarm before the battery capacity thresholds for low battery alarms (lb1 and lb2) are reached. The external inspection revealed the battery received was a third-party component from the company interstate batteries. The third-party battery did not have a date code, and the age of the battery could not be determined or when it should be replaced. This is considered a finding that could be attributed to the reported issue. The internal inspection found all the components and cable connections were in good condition. A black light was used to check for fluid ingress and contamination, but no signs of either were observed. Overall, the inspection did not reveal any issues or anomalies within the suspect device. The error, event, and battery logs were retrieved from the suspect pcu module using alaris system maintenance (asm) to review programming and event details related to the alleged incident. The review of the system battery logs confirmed that the suspect pcu alarmed battery discharged (lb3) on (B)(6) 2025 at 2:19 am. However, there was no record of the alarm for lb1 (low battery alarm) and lb2 (very low battery alarm). The event logs for the reported date have been overwritten due to continuous use, and no additional information is available regarding the event. Log analysis determined that the suspect pcu was not fully charged by the clinician on the day of the event. To achieve a full charge, the device must remain connected to a hospital-grade ac power source for 16 hours. However, records indicate that the maximum time the device was connected to ac power was 5 hours and 54 minutes. Additionally, the device remained disconnected for up to 17 hours and 19 minutes. It was also found that from (B)(6) 2025, the pcu displayed occurrences of the message low battery capacity, indicating that the battery needed to be replaced as it was no longer performing under proper conditions. The third party-part battery was temporally replaced with a known-good dchu pcu battery for testing purposes only, and the received pcu was placed in maintenance mode, and a fast conditioning test was performed. The test was completed successfully with no errors or malfunctions. The results indicated the previous capacity as 3400 mah, while the new battery capacity was measured at 3944 mah. This confirms that the battery capacity is within the acceptable range and sufficient for use. The battery was charged for more than 16 hours before post-inspection testing was performed. The pcu was programmed using a known-good dchu pump module, and an infusion was started. Ac power was then disconnected, and the system continued to infuse on main battery power until the battery discharged (lb3) alarm occurred. The logs were downloaded and verified, confirming that the time between the low battery warnings was over 30 minutes for lb1 and five minutes for lb2 before the battery discharged (lb3) alarm. The suspect pcu was confirmed to alarm through all low battery phases. The alaris system technical manual (v12.3.2) states in the battery management system warnings that the use of non bd parts may void the product warranty provided by bd. Only bd approved parts should be used when performing corrective maintenance or repairs. Additionally, the battery should be replaced every two years from the initial installation date by qualified service personnel. Use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to risk of device failure, patient injury, or even death. Failure to correctly follow the battery installation instructions may lead to intermittent battery connection, which could result in a loss of power and interruption in patient therapy. A medical device safety alertmms-21-4263-us) was sent out on 7 february 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. In addition, use of such parts may void the product warranty provided by bd. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to risk of device failure, patient injury, or even death. Failure to correctly follow the battery installation instructions may lead to intermittent battery connection, which could result in a loss of power and interruption in patient therapy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported device 'completely shut off' and no alarms or alerts were noted was confirmed through log analysis. The battery log of the suspect pcu recorded battery discharged (lb3) alarm, stopping the infusion(s) without having provided prior warnings. This behavior is attributed to a battery with diminished capacity that exhibited an earlier-than-expected voltage drop. In such cases, the voltage drop triggers the lb3 alarm before the battery capacity thresholds for low battery alarms (lb1 and lb2) are reached. The probable root cause is being attributed to the use of a third-party battery. The use of third-party batteries may compromise the safety and efficacy of the bd alaris system and its components, potentially leading to device failure, patient injury, or even death. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "it was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall". There was patient involvement, however outcome is unknown. Additional information was provided during on-site visit. It was reported the entire device had shut off. No alarms or alerts were noted.

Manufacturer narrative:
Correction: describe event or problem, FDA notified? Additional information: report source, report source other, related report number grid and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Additional information was provided during on-site visit. It was reported the entire device had shut off. No alarms or alerts were noted.

Manufacturer narrative:
Correction: describe event or problem, report source other, related report number grid. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "it was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall". There was patient involvement, however outcome is unknown. Additional information was provided during on-site visit. It was reported the entire device had shut off. No alarms or alerts were noted. A copy of the medwatch report from FDA was received, which states, "it was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall". There was patient involvement, however outcome is unknown. Additional information was provided during on-site visit. It was reported the entire device had shut off. No alarms or alerts were noted. Log analysis confirmed the battery discharged (lb3) alarm due to a diminished-capacity third-party battery causing an earlier-than-expected voltage to drop before lb1 and lb2, with the probable root cause attributed to the use of a third-party battery and the third-party parts were manufactured by volex (power cord).